Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, the most probable root cause for the implant removal is infection from the initial surgical procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2637971, mfd. 05/15/18, exp. 2023-05-15, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2666611, mfd. 03/11/19, exp. 2024-03-11, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2676711, mfd. 04/15/19, exp. 2024-04-15, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient has had a previous hip replacement on the same side. The patient later reported to a new surgeon with an infection. The surgeon determined that the infection originated at the wound site and not the implants. In (B)(6) 2019, the surgeon removed all three implants in order to treat the patient. The surgeon did not indicate that any of the implants were loose or malpositioned. The patient is receiving treatment for the infection. The status of the patient following the implant removal is not known.